Event description:
Philips received a complaint from the customer on the v60 indicating that the device displayed error code 1122 blower temperature high message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Th customer verified filters were clean and cooling fan was operational. The rse informed customer that if both are fine the next step would be to replace the blower per manufacturers recommendations. Customer is requesting onsite service to have unit repaired.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. During the system leakage test the ventilator failed to hold pressure. Further work is required, other replacement parts and services are needed to continue repairs.

Manufacturer narrative:
H10 a philips service engineer was not able to continue to follow up and evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. H11 updated contact information and contact office entity